Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the circumflex artery. A mailman guide wire was advanced to the lesion and it was noted that it got stuck in the stent struts of a previously implanted unknown stent and a "few centimeters" of the distal tip of the guide wire fractured. The physician bypassed the vessel; however, the guide wire tip still remains in the circumflex artery, stuck in the previously implanted stent. No further patient complications were reported and the patient did well with no issues.

Manufacturer narrative:
(B)(4). The complaint device was not returned by the customer; therefore, no product analysis could be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).